Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, after approximately forty minutes, the blade would dull and it would stop cutting. The device did not seize but was ineffective at cutting. The pt had a large uterus with a lot of calcification. Another device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2008-01085, and medwatch 2210968-2008-01087. The same pt is represented in each medwatch.